Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, three years and eight months of post deployment, a computed tomography of abdomen and pelvis was performed for weight loss. The study showed that an infrarenal inferior vena cava filter was seen and at least four legs of the filter appeared to be outside the inferior vena cava. Around, five months and three weeks later, a computed tomography of abdomen and pelvis was performed for abdominal pain. The study showed that there was a linear metallic density overlaid the inferior heart in the region of the interventricular septum and this may represent a fractured portion of the inferior vena cava filter. The study also showed that an inferior vena cava filter was seen, with some of the legs appeared to be outside of the inferior vena cava. After, six days, the patient complained of abdominal pain. The incidental findings showed pieces of the inferior vena cava filter were found protruded from the base of the right ventricle across the interventricular septum to the left ventricle stops 3mm subendocardial. However, the patient did not have any cardiac symptoms. It was also mentioned that the patient¿s inferior vena cava filter was displaced however from the cardiac standpoint, any attempt to remove the device fragment will result in more damage. Around, two weeks later, a computed tomography angiography of chest and abdomen was performed for dislodged piece of inferior vena cava filter. The study showed that there was again a linear metallic structure in the inferior aspect of the heart consistent with a displaced strut from an inferior vena cava filter and it extended from the left ventricle into the right ventricle and was in close proximity to a large coronary vein. The study also showed that a malpositioned filter was again present within the infrarenal inferior vena cava and the filter was again tilted on its axis and had several struts contacted the right anterior aspect of the aorta. Also, another strut passed just anterior to the aorta and two struts passed posterior to the aorta, contacted lumbar arteries. One strut projected into the l3 vertebral body caused periosteal reaction/cyst formation and two struts projected into the third portion of the duodenum. Also, another strut passed into the right psoas muscle. There was no extravasation, and no aortic dissection was seen. Therefore, the investigation is confirmed for filter tilt, perforation of the inferior vena cava (ivc) and filter limb detachment. However, the investigation is inconclusive for filter migration. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time, post filter deployment, it was alleged that the filter tilted, migrated to heart, struts detached and perforated the inferior vena cava. The device has not been removed and there were no reported attempts made to retrieve the filter. The detached strut retained in heart, l3 vertebral body and duodenum psoas muscle; however, the current status of the patent is unknown.